Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a possible immunological response to the ipg, and the ipg was superficial to the skin. The patient has previous history with this issue with a competitor¿s ipg that needed to be repositioned on two occasions. To address the issue, the physician relocated the same ipg from the right side of the chest into a new pocket site in the abdomen on (B)(6) 2019. The physician recommended the patient see an immunologist in the future.